Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective cable unit. In addition, a b30 error, cable unit cut, white dots in image, and water leakage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head image disappeared. The event occurred during preparation for use, prior to a therapeutic laparoscopic hysterectomy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed. Therefore, it was likely that the reported phenomena ¿image disappeared intermittently¿ and ¿b30 error (scope communication error)¿ occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.